Event description:
Reporter called regarding a dexcom g7 sensor he states sensor does not go all the way. He used three different sensors before successfully placing sensor. He contacted dexcom three times in (B)(6)2025 and has yet to receive any replacements. Ref reports: mw5169587, mw5169588.